Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had image disturbance. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated field: d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak testing in the image sensor/camera cable, connection issues with the electrical contacts on video connector and wear of main unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the image disturbance: stress problem traced to component failure. The cause for the failed leak testing in the image sensor/camera cable, connection issues, and wear of main unit could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.